Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that patient was hospitalized due to high blood glucose. Customer's blood glucose was 600 mg/dl. The customer was admitted to the hospital. The hospital was unable to determine cause of emergency visit. Customer was treated for high blood glucose with IV drip and some fluids until keytones were out of the body. The customer was advised to monitor blood glucose. The customer declined to troubleshoot for the insulin pump.